Manufacturer narrative:
Per tandem¿s user guide ¿the single-use disposable cartridge can hold up to 300 units (3.0ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with more than 300 units of insulin. Customer¿s blood glucose was 187mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.